Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the endoscope's horizon was inverted during an endoscope exchange. The customer stated that the endoscope's image was inverted from 30 degrees up to 30 degrees down when they removed and reinserted the endoscope. The intuitive surgical, inc. (Isi) technical support engineer (tse) was not able to review the system error log since the system was not connected to the network. The customer successfully completed the procedure, and the system has been functioning normally ever since. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis.